Event description:
A review of service data detected a reportable event. During servicing, it was discovered that the response buttons on monitor sn (B)(4) were missing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor's response buttons were missing. The root cause of the missing response buttons could not be positively identified but was likely physical abuse. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.